Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising and pacing capture threshold in the rv (right ventricle) was rising. It was noted during the week ending on (B)(6) 2015, the rv pacing impedance measured 4047 ohms, in a trend rising from 600-700 ohms beginning (B)(6) 2015 and during the week ending on (B)(6) 2015, the rv capture measured 1.875 v in a trend rising 0.6 - 0.9 v, beginning (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and rising and high pacing thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.